Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge please see medwatch report # 2032227-2014-03835.

Event description:
Customer reported having issues with multiple sensors. Customer's blood glucose level was 168 mg/dl. Customer stated he is not sure if there wasn't an area without scar tissue. Customer tried to insert a new sensor and was unable to, needle bent at a 45 degree angel in the needle housing. Customer was advised not to use the sensors until training was completed. No further information reported.